Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced connection issues between the transmitter and receiver. No medical intervention was reported. Additional event or patient information is not available.